Event description:
Initial result for a pt hcg was 26.3 miu/ml. When repeated, the result was <0.1 miu/ml. The incorrect result was not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.